Event description:
As reported, prior to a ureteroscopy, 2 ngage nitinol stone extractors came apart between the wire and the handle but did not separate. The devices opened and closed initially, however, they would not reopen. A section of the device did not remain inside the patient. The patient did not experience any adverse effects due to the occurrence.

Manufacturer narrative:
Occupation: coordinator. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to a ureteroscopy, 2 ngage nitinol stone extractors came apart between the wire and the handle but did not separate. The devices opened and closed initially, but they would not reopen. A section of the device did not remain inside the patient. The patient did not experience any adverse effects due to the occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. Two devices were returned inside one opened package. No plastic trays were returned. An empty package was also returned. Both products showed damage in the basket sheaths at the yellow support sheath. Neither basket was functional due to the sheath damage. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿important: excessive force could damage device.¿ based on the available information, cook has concluded that a cause of the reported event could not be determined. Excessive force may have been inadvertently applied to the devices, but no information was provided regarding device handling. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.